Event description:
When going to draw am [morning] labs and cultures on an oncology patient, between 3 floor nurses, a tech, the swat [system wide area team] nurse, and nicu [neonatal intensive care unit] charge none of us were able to unscrew the maxzero cap from the patient's central line in order to draw blood cultures. We utilized several pieces of equipment as well including a tourniquet and hemostats. As a result, cultures were not drawn, and cap remained on line.